Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure to treat an enlarged prostate, 3 fibers exhibited an audible clicking noise originating from the working end of the fiber tip when the console's pedal was being pressed. 2 joules and 50 hertz had been used during procedure, and the energy was not being emitted properly. The sheath that surrounded the fibers was coming apart. The working tips of the fibers were asymmetrical and broken. However, no fiber fragments were seen inside the patient. All 3 fibers and the console were replaced, and the procedure was completed. There were no injuries to the operator or patient; there were no patient complications. Fiber 1 of 3.

Manufacturer narrative:
The fiber was not available for analysis; therefore, no physical analysis of the product could be performed. The allegations of "fiber break", "fiber peeled", and "fiber operates differently than expected" cannot be confirmed. A media review was completed and did not provide clear evidence or showed a fiber tip/cap break nor peeling on the fiber. A labeling review was completed, and the instructions for use (IFU) states, "warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room." And "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appeared damaged, do not use the fiber; return it to the supplier for replacement." A risk review was completed and confirmed that the reported issues were defined in the risk documentation. The device history record (DHR) was reviewed and did not identify evidence of deviations or non-conformances in the manufacturing process that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. Based on the information provided, the most probable cause of the reported issues cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported events, the investigation conclusion code selected was cause not established for this complaint.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure to treat an enlarged prostate, 3 fibers exhibited an audible clicking noise originating from the working end of the fiber tip when the console's pedal was being pressed. 2 joules and 50 hertz had been used during procedure, and the energy was not being emitted properly. The sheath that surrounded the fibers was coming apart. The working tips of the fibers were asymmetrical and broken. However, no fiber fragments were seen inside the patient. All 3 fibers and the console were replaced, and the procedure was completed. There were no injuries to the operator or patient; there were no patient complications. Fiber 1 of 3.